Event description:
On 08-mar-2023 millyard advanced medical products, llc became aware of medwatch report mw5115235 regarding our marketed device. A nurse voluntarily filed the report on (B)(6) 2023. The user report indicates an event date of (B)(6) 2023 for a complaint that replacement batteries would not charge fully. The report also indicates the remote and pump would not communicate after pairing. The report indicates that hospitalization was extended until additional replacement pumps and batteries were delivered. No components or additional information associated with the reported event have been made available to the manufacturer for further evaluation. An investigation of manufacturing records was not possible due to serial numbers not being provided in the report. Despite no report of death nor any serious injury being identified, this issue is being reported out of an abundance of caution.